Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) the impedance measurement was low out of range measuring less than 30 ohms. The patient had a significant amount of edema in the pocket. Technical services (ts) was consulted and discussed edema is a known cause for low impedance readings. Ts recommended to wait for fluid to resolve and retest. This device was successfully implanted. A week later the impedance had risen to 35 ohms but still failing in all vectors, ts recommended re screening and postural testing. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) the impedance measurement was low out of range measuring less than 30 ohms. The patient had a significant amount of edema in the pocket. Technical services (ts) was consulted and discussed edema is a known cause for low impedance readings. Ts recommended to wait for fluid to resolve and retest. This device was successfully implanted. A week later the impedance had risen to 35 ohms but still failing in all vectors, ts recommended re screening and postural testing. No adverse patient effects were reported.